Event description:
A company representative spoke with the customer via phone call. The customer reportedly stated that there was a large air bubble in the reservoir. The customer declined to receive assistance, stating they would figure it out on their own and watch tutorials for assistance.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.